Event description:
On (B)(6) 2019, homemonitoring detected rv lead pacing impedance out of range. On (B)(6) 2019, noise and high impedances were observed on this lead. Therefore therapy was turned off. On (B)(6) 2019, the lead was explanted. During this operation, the lead was measured by a psa but impedance showed normal value. However when it was checked by x-ray, it looked there was damage to the lead near the pocket.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis showed that the inner conductor coil was fractured in the region of the ligature marks. The fracture was also notable on the provided x-ray image. This damage can be considered the root cause of the clinical observations. Based on the characteristics of the damage, it is reasonable to assume that the lead was subject to severe mechanical stress in the implanted state. As the suture sleeve also showed abrasion marks, it is likely that the generator housing interacted with the suture sleeve including friction and pressure which may have resulted in the observed behaviour. Furthermore cuts in the insulation were noted that presumably occurred during the extraction of the lead. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.